Event description:
A technician reported a posterior capsule tear that required an anterior vitrectomy during the procedure. The surgeon placed a three piece sulcus lens in the eye by enlarging the wound and finished the procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).